Event description:
Affiliate reported that the icp sensor would not measure after implantation. As a result the device was revised. The new device functioned properly. There were no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.